Manufacturer narrative:
Failure analysis is not possible because the complaint unit will not be returned for evaluation according with complaint information. The DHR review cannot be completed since the fg lot was not provided by the client. The complaint is unconfirmed. The root cause is undetermined. Linked to mfg report no.: 3006697299-2019-00103.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that the c7417s cusa clarity 36khz curved extended sheartip was not working well during an intracranial tumor removal procedure. The first tip was assembled to the handpiece by a torque wrench, tissue fragmentation was started. Setting: tissue selected ¿0¿, amplitude to 60, aspiration to 50 and ir to 6. During fragmentation, output decreased suddenly and fragmentation could not be conducted. The display was not changed but the scale bar went down. Then the amplitude was changed to 70 but the issue continued; output stayed 40. It was stopped once and the test cycle ran. Then the test failed after running for three (3) seconds. At the same time, the error message displayed ¿ultrasonic signal could not be optimized. Please reassembled tip. If could not resolved, please change handpiece.¿ hence, the tip was reassembled, the test cycle passed, the fragmentation restarted however, the same issue reoccurred after five minutes. The tip was changed to the second complaint tip. The test cycle passed, the fragmentation restarted however after ten minutes, the same issue as the first tip reoccurred. The physician suspected the interference, so switched system off and on, changed the power supply, but the test failed and the same error massage was displayed. The tip was changed to c7411s cusa clarity 36khz curved extended microtip and the issue resolved. There was a 30-minute delay in surgery however, there was no patient adverse consequence due to the delay. The procedure was completed successfully.